Event description:
Patient reported ¿tightness, very tight pain.¿ patient representative reported right side "breast pain (throbbing and aching)", bilateral swollen lymph nodes", and "emotional distress". Patient representative additionally reported "night sweats, asymmetry", "masses in breast" and "fatigue"; these events are not device related. Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.

Event description:
Patient reported ¿tightness, very tight pain.¿ patient representative reported right side "breast pain (throbbing and aching)", bilateral swollen lymph nodes", and "emotional distress". Patient representative additionally reported "night sweats, asymmetry", "masses in breast" and "fatigue"; these events are not device related. Affected side is right. The device remains implanted.